Event description:
It was reported that within about 5 weeks of revision surgery, that plate broke, patient was having very hard/swollen arm and a limited pain with a 90* hard slint. After further x-rays it was concluded that bone did not heal. A second revision surgery was completed on (B)(6) 2014 to remove broken plate and screws. Patient was further revised with total 3 plates in her humerus while leaving one in her elbow and released from hospital on (B)(6) 2014. Patient history indicated that they have a history of hypertension in the past. Also, it was reported that total of thirteen screws were removed during second surgery. This report is 1 of 2 (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.